Event description:
It was reported that the patient experienced infusion site reactions, including a site infection, bloodstream infection, pain, discomfort, rash, redness and discoloration. The reporter stated that no action was taken for the reported symptoms, and that the outcome of the patient's symptoms is currently unknown. The reporter also stated that the patient was hospitalized from (B)(6) 2024 due to a hematological infection. The reporter also alleged that the patient's infection was due to an infusion site infection, but the reporter did not specify if the infusion site infection that resulted in hospitalization was while the patient was using the cleo 90 infusion set, or if the patient was using a quick-set tubing set at the time of the hospitalization. The reporter indicated the patient had used both sets and that, at the time of this report, the patient wanted to switch back to the quick-set tubing. The patient outcome for the hospitalization and hematological infection is unknown.

Manufacturer narrative:
Section d: unknown manufacturer - a catalog and lot number could not be confirmed for this incident and without this information it is unable to be determined where the device was manufactured. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.